Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37791, serial# unknown, product type: recharger. (B)(4). Analysis of the 37761 desktop charger (serial# (B)(4)) found a broken connector.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the recharger was not charging. The patient had no stimulation sensation because the recharger was not able to charge up for the patient to use to charge the implant. The implantable neurostimulator (ins) had run down. The wires on the recharger were broken. The other wire, the recharger antenna was screwed up also, it was chewed up/frayed. The patient also had a broken connector pin which had broken on the night of (B)(6) 2014. The connector pin was not stuck in the recharger, it was in there but would fall out. The recharger screen was blank. There were 5 little batteries that would show up and were blank, even when he hit the button it still showed a blank battery. The patient had headaches and a sore back. The patient's symptoms had started around 4:30 or 5 saturday afternoon prior to the date of this report. It appeared to have occurred through product use. There was no indication of patient harm. Upon return of the device, analysis found a broken connector. Additional information received stated that the patient checked boxes indicating that they did not have concerns with their device or therapy, that they received assistance from their doctor or a manufacturer representative and their concerns were resolved, that they were still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative, and that they were still having concerns with their device or therapy and had not sought further help. It was unclear if the patient still had concerns with their device or therapy but they did note that there were "no problems".